Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history of the consumer included heart murmur and allergy to sulfa. She was not taking any concomitant medication. On (B)(6) 2012, the consumer started using o.b procomfort multi pack (regular & super) 40s, three tampons over two days for period (route-vagina, lot number 1321m2540, expiration date unspecified). After one day, while removing the device, the string broke off and tampon got stuck in the vagina. This happened with two tampons. She was able to remove the tampons by herself. She also stated that another tampon had the string pulled off prior to insertion. She did not use the device further. She consulted a health care professional on (B)(6) 2012 and he did not find any remains of tampon inside her vagina. The report was assessed as non serious. The company causality was assessed as possible. This report was also considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4). This closes out this report unless other additional significant information is received.